Event description:
A dialysis facility reported that there was an excessive fluid removal of approx 2.1 kg during a hemodialysis treatment. There were no pt symptoms reported. The pt was given 1,150 ml of saline for fluid replacement. There was no serious pt injury or illness.